Event description:
It was reported that this cardiac resynchronization therapy pacemaker recorded a malfunction message due to high out of range pacing impedance measurements after an ablation procedure was performed on this patient. Additionally, high capture thresholds were observed. Initially, it was determined that the lead associated to this device was the root cause of the issue, however, after the lead was replaced, the message continued to appear as well as the high capture thresholds. It was decided to explant and replace this device. This device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker recorded a malfunction message due to high out of range pacing impedance measurements after an ablation procedure was performed on this patient. Additionally, high capture thresholds were observed. Initially, it was determined that the lead associated to this device was the root cause of the issue, however, after the lead was replaced, the message continued to appear as well as the impedance measurements and high capture thresholds. It was decided to explant and replace this device. This device is expected to be returned for analysis. No adverse patient effects were reported.